Event description:
It was reported that the driver continued to run on its own during a surgical procedure. There were no reports of any adverse consequences due to this event.

Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was a malfunctioning potted trigger and worn bearings. Those parts were replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.